Manufacturer narrative:
Additional information received through follow-up included: cause of death was reported to be severe chronic obstructive pulmonary disease. The patient was not pacemaker dependent and no malfunction of the pacemaker was noted by the attending cardiologist. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) and lead were returned prior to the patient's cremation with no further information. The patient died one month post implant of the ipg and lead. Cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) and lead were returned prior to the patient's cremation with no further information. The patient died one month post implant of the ipg and lead. Cause of death was requested and not received.